Manufacturer narrative:
The device was returned for evaluation. The unspecified failure was observed as suture retrieval issue needle to cuff miss. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
Two additional prostyle device were returned to abbott return goods lab. The returned device analysis performed revealed that the devices would not have been able to achieve hemostasis. On one device, the suture, including the unraveled pre-tied knot, was partially pulled from the guide tube. On the other device, the suture, including the unraveled pre-tied knot, was partially pulled from the guide tube and both cuffs remained inside their respective foot pockets. Another prostyle device was returned and appeared to have been successfully used. No additional information was provided.